Event description:
Peritonitis [peritonitis]. Abscess [abscess]. Case narrative: based on additional information received on 12-feb-2020, this case previously considered as non-serious was upgraded to serious. Initial information received on 05-feb-2020 regarding an unsolicited valid serious case received from (B)(6) pcp under reference on 12-feb-2020 and transmitted to sanofi. This case involves a (B)(6) old female patient who experienced peritonitis and abscess, while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing rectal cancer. Underlying disease: rectal cancer. Concurrent disease: none. Past disease: none. History of allergy: none. History of adverse drug reaction: none. On (B)(6) 2020, the patient underwent laparoscopic low anterior resection, and 1 pack of seprafilm (lot no., unknown) was placed under the incision. Other medical devices used were auto suture device, auto anastomosis device, and drain. On (B)(6) 2020, peritonitis developed in the cavity of lesser pelvis. It was unknown if the peritonitis site duplicated the application site of seprafilm. On an unknown date, abscess developed. On (B)(6) 2020, peritonitis was resolving. On an unknown date, the outcome of abscess was unknown. The patient developed an event of a serious peritonitis. This event was assessed as medically significant and was leading to intervention. The patient was hospitalized for this event. The patient developed an event of a non-serious abscess. Final diagnosis was moderate peritonitis and abscess. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for abscess and as recovering / resolving for peritonitis. Reporter comment: causal role of seprafilm in abscess: unknown. Causal role of seprafilm in peritonitis: probable (seprafilm was suspected to be related to the event because the physician had encountered the same event after the use of seprafilm in the past). Additional information was received on 12-feb-2020 from the physician: added patient information, added other relevant history, added indication of suspect drug, added adverse event, updated clinical course, added reporter comment, and added company comment.